Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -10.00 diopter, implantable collamer lens tore upon implantation. There was patient contact but no patient injury. A backup lens was implanted within the same surgery and the problem resolved. In the reporters opinion the cause of this event was the device.